Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No parts have been received by the manufacturer. On (B)(6) 2016, a medtronic representative went to the site to test the equipment. Found that the generator would not power on during boot-up, and the stand alone board was not powering on. Fuses f4 and f10 were checked and found to be good. The isb was replaced along with fuses f4 and f10, x-ray relay and varistor. The hand switch was replaced due to separating housing. After replacing parts, a system check-out was performed. The mechanical test, imaging test and safety inspection all passed.

Event description:
A medtronic representative reported that during a spinal fusion procedure, when attempting to boot the imaging system, they received a message stating that the system was ¿not ready, not connected.¿ the system was then removed from the room and another medtronic imaging system was brought in for the case. There was no delay to the procedure due to this issue. There was no impact on patient outcome.